Event description:
The customer reported an a33 alarm. The blood glucose reading was 250 mg/dl. The alarm occurred during the rewind/prime sequence. In troubleshooting, the customer was unable to rewind the device. The patient could not get past the prime/rewind loop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support disk during the basic occlusion test and could not prime during the prime test due to moisture damage inside the force sensor resistor. The insulin pump had minor scratches on the display window and a cracked display window corner.